Manufacturer narrative:
Reported complaint of defective battery was not confirmed because the battery was not returned and test data was not provided. No adverse event reported.

Event description:
Customer complained of defective batteries. For 4 batteries, customer reported that the sys suddenly stopped indicating that the batteries were empty, but the batteries were fully charged. Customer also indicated that test data for the batteries would be sent to zoll circulation. No adverse event reported.